Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "pain in left breast. Capsular contracture, baker grade iii." Healthcare professional later reported "rupture" and "grade 2 droop." Device was explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii with pain. Healthcare professional later reported "rupture" and "grade ii droop." Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, a6, b1, d4, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii with pain. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.